Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer screen did not properly recognize the stylus touch pen and that the stylus did not track properly on the screen. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the stylus did not align with the cursor on the overlay and the overlay was therefore replaced and calibrated.